Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that right after implanting the intra ocular lens (iol), the surgeon saw a scratch in the front/ middle of the lens. According to the surgeon it was a normal folding of the lens, performed by an experienced nurse with a standard forceps. At the time of report the patient had 20/20 vision and patient experienced a shadow when holds her hand for the other eye, have some night disturbances symptoms and slight glare nuisance in the evening. The doctor consider to explant the lens and the patient has no severe problems. No further information was available.